Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had poor sensing at implant. There was reported difficulty removing the lead; therefore, the lead was capped and a new atrial lead was implanted. No patient complications were reported as a result of this event.